Event description:
It was reported that lead fracture, and noise was seen on both leads via merlin.net and in person checks. The leads were explanted and replaced. The patient condition was stable. Related manufacturer reference number: 2017865-2022-22438.

Manufacturer narrative:
The reported event of lead fracture and noise were not confirmed. As received, a complete lead was returned for analysis. X-ray analysis and electrical testing did not find any indication of conductor fractures. All damage noted to the returned lead are consistent with procedural damage.